Event description:
It was reported that pump displayed malfunction code 15 indicating software error, and no notable events occurred prior to malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was assisted with performing pump reset, and malfunction code recurred, so replacement pump was arranged; customer planned to use multiple daily injections as backup therapy, was instructed to place pump in storage mode before returning it, and was advised to reenter pump settings and reconnect continuous glucose monitor to replacement pump, which customer understood and acknowledged.